Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-specific product performance allegation. Another lv lead was successfully placed. Additional information was requested from the field. No additional adverse patient effects were reported. Additional information was received from the field. This lv lead was no longer capturing. A chest x-ray was performed and confirmed the lv lead was dislodged. This lv lead was not returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-specific product performance allegation. Another lv lead was successfully placed. Additional information was requested from the field. No additional adverse patient effects were reported.